Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Optical fiber 1 no longer met specifications for optical properties; however, contact force was displayed when connected to the tactisys quartz unit. The device did not meet specifications during a shaft leak test and an irrigation leak test. Further investigation revealed a leak at the irrigation tubing and tip assembly junction due to the pi irrigation tubing detaching from the metal irrigation tubing consistent with the reported contact force issue.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.